Event description:
The consumer reported that the implantable neurostimulator (ins) was moved. There was a report that the physician told the patient that the ins would not move. They rolled up an air mattress and heard something in the neck pop where the spine was burning at the t10. It was reported that the patient saw the pain management for a x-ray. On (B)(6) 2016, the patient was told that their stimulator shifted and on (B)(6) 2016, the healthcare professional (hcp) told the patient that there was nothing more they could do for them except take it out. No steps were taken to resolve the suspected stimulator movement. The results of the x-rays showed that the stimulator had shifted. Relevant medical history includes complex regional pain syndrome type ii and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient called in on 2016-aug-24 and the hcp talked with the patient via phone. The patient told them she had lost her balance and almost fell. She then felt something pop and had burning pain down her back after being on an air mattress. The patient turned down stimulation because she felt it was causing more discomfort. The hcp did not see the patient for this and they referred her to her pain management physician. It was noted that the patient did come in to have a manufacturer representative (rep) check the device but the rep never showed up; apparently the patient had scheduled the appointment.

Event description:
Additional information provided by the healthcare provider (hcp) on (B)(6) 2016 reported that during the previously reported incident where the patient lost their balance and fell off an air mattress, the patient's implantable neurostimulator (ins) was turned off. Afterwards, the patient turned their implantable neurostimulator (ins) on and it caused their right arm to completely fall asleep. The patient also mentioned that their right upper extremity would get numb when the device was on. Since the incident, the patient's ins had not been turned off and they were experiencing pain in their neck, in addition to the burning sensation down their whole spine. The patient was also experiencing right shoulder spasms and pain. It was noted that the burning pain began at the base of the patient's next down to their mid back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.